Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. (B)(4).

Event description:
It was reported the pacing cable will not plug in on the ventricular side. The epg (external pulse generator) was returned for repair and calibration. No patient complications have been reported as a result of this event.